Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Method and conclusion: no product will be returned for evaluation.

Event description:
The pt's mother reported that on 2-3 occasions the infusion set tubing separated from the luer causing insulin leakage. This occurred after 1-1.5 days of use. The pt experienced elevated blood glucose of 22-28 mmol/l (396-504 mg/dl). The pt changed the infusion set and injected insulin via pen and bolused through the infusion device to lower blood glucose. The pt's normal blood glucose range is 6-10 mmol/l (108-180 mg/dl). No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets are not available to be returned for evaluation.